Event description:
It was reported that the trial patient was complaining of numbness in the legs. It was stated that it was due to numbing medicine in the epidural space and it was not device related per physician. The patient had a computerized tomography scan done with unknown results but the physician confirmed there was no hematoma. The patient went to the emergency room with rib pain and underwent an explant procedure. The explanted trial lead was discarded.